Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a button/keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was peeling off. During testing, all the keypad buttons were appropriately responsive. The keypad cover was removed and no internal defect was found with the key contacts. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery cap had stripped threads and was unable to secure on to the pump. A test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).